Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a painless gastrointestinal endoscopy procedure performed on (B)(6) 2023. During the procedure, the bands malfunctioned, and did not bounce back when the physician pulled the wire. The device was replaced immediately; however, it was unknown what device was used to complete the procedure. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.